Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was seeing the "call hcp" screen and 574 code. The implantable neurostimulator (ins) was previously programmed. The patient stated that their shocking was so bad that they went to the emergency room (ER) and the stimulator was turned off. The patient reported that they had been in chronic pain since the stimulator was turned off and their pain medication was not "even lasting." This was a return of chronic pain. The patient reported that they did not have a managing hcp and would go the local ER and have them call a manufacturer representative. The shocking and ER visit were sometime this month. The ER hcp called and stated that they did not have a physician programmer and that the patient needed to go to a primary hcp as they did not know what to do with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.